Event description:
Additional information was received. The patient expired.

Manufacturer narrative:
B.2 additional information was received that the patient expired. The date of the death was added. Required information was selected incorrectly on the initial report that was submitted as no intervention was done. Serious injury should of been selected on the initial report that was submitted but new information has been received since then that makes this report a death. B.5 additional information was received. D.4 added model and explant date as they were not on the initial report that was submitted. E.1 added zip code extension as it was inadvertently omitted from the initial report that was submitted. H.1 revised to reflect new information that was received that the patient died. H.6 code e0506 was reported incorrectly on the initial report that was submitted. Code f02 was added to replace code f12 as the patient has died. The impella device was not received from the customer, but the event logs were received and the investigation has been completed. The device history review was completed and the pump passed all incoming inspection criteria. High purge pressure: no product was returned. Data log analysis showed brief spikes in purge pressure but no high purge pressure alarm. The cause of the high purge pressure was a kinked purge line since removing the kink resolved the issue as reported in the clinical. Thrombus: a left ventricle thrombus was seen on echocardiogram. In order to make a root cause determination, all of the clinical details would have to be provided. The root cause of the thrombus was unable to be determined due to insufficient clinical details.

Manufacturer narrative:
Product status: the impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use. As noted in the impella IFU: section: potential adverse events - ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that the patient encountered high purge pressure and thrombus during impella cp support. A purge flow decrease was noted by the nurse and resolved by removing kink in purge tubing. Additionally, thrombus was confirmed and observed in the left ventricle. The team was recommended to adjust the impella pump position. After a few days the echo demonstrated no definitive signs of left ventricle thrombus. Patient is still on device support and stable.